Event description:
The customer received questionable thyroid results from the cobas e602 analyzer serial number (B)(4) when compared to the results from a siemens centaur analyzer. Of the data provided for four patient samples, only the free thyroxine (ft4) results for two samples and the free triiodothyronine (ft3) results for one sample were discrepant. (B)(4). Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous results was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. As no sample from the patients could be provided, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).